Manufacturer narrative:
The customer's glidescope video monitor (gvm) was not returned to verathon for evaluation due to the device reaching its end of-life date. Since the device was not returned to verathon, the cause could not be determined. No information was provided regarding the laryngoscope used with the monitor during the reported incident. Review of complaint history for the reported monitor serial number (B)(6) did not identify any previous complaints reported to verathon. Trending analysis for glidescope video monitors does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope video monitor (gvm), the image on the screen turned black. No delay in the procedure, use of a backup device, or harm to the patient was reported.